Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result from the cobas e 411 immunoassay analyzer for one patient sample. The initial result was 16.86 pg/ml and was reported outside of the laboratory. A second sample from the patient was tested and the result was <3.00 pg/ml with a data flag. The pathologist then requested repeat testing. Both samples were repeated and the results were <3.00 pg/ml with a data flag. On (B)(6) 2018 both the initial sample and another serum sample of the same patient were centrifuged and repeated. Both resulted at <3.00 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 26765401 with an expiration date of 31-jan-2019. Other random samples were repeated and no other discrepancies were found. The customer suspected there was carryover form a previously tested sample with a high troponin t hs stat result. The field service representative ran performance testing with results within specification and ran qc.

Manufacturer narrative:
The samples were inspected for interferrents and fibrin, and none were found. The investigation was unable to find a definitive root cause.